Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient underwent a procedure wherein a lead was added.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient underwent a procedure wherein a lead was added. Additional information was received that the patients leads were explanted and that the patient was doing well postoperatively. Additional information was received that explanted leads were disposed by the medical facility and will not be returned.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7088334/7088906.

Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient underwent a procedure wherein a lead was added. Additional information was received that the patients leads were explanted and that the patient was doing well postoperatively.